Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of the medical records. After review of the medical records, there is no definitive information that the pt developed peritonitis due to cycler not functioning. The medical records indicate the patient's catheter was positive for acinetobacter bacteria and probably the likely source of the peritonitis. The patient's pdrn also noted the reported hospitalization was non-product or treatment related. Fresenius medical care does not manufacture the catheter used by the pt.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. The device history record (DHR) for these lots were reviewed. The DHR confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported her (B)(6) female peritoneal dialysis (pd) pt missed 1 day of treatment due to a non-functioning cycler for 2 days. The pt was in "poor general health" and presented to the ER with creamy looking effluent, fever, abdominal pain, nausea and vomiting and diarrhea on (B)(6) 2015. The pt experienced emesis when eating. Subsequently, the pt was admitted to the medical/surgical floor and kept at "nothing by mouth (npo)" due to the nausea. The pdrn reported the hospitalization was non-product or treatment related. She had been receiving cycle treatments in clinic due to health status. Zofran was prescribed as needed for nausea. She was treated with empirical antibiotics, IV vancomycin and cefepime. IV fluids was started for dehydration and morphine for pain control and continued ciprofloxacin. The patient's pd fluid was positive for acinetobacter. Nephrology continued to follow the pt and the pd catheter was removed 3 days after admission on (B)(6) 2015 and a vas catheter was placed for regular hemodialysis (hd). Pd catheter tip was sent for culture and grew acinetobacter. The pt developed ileus while in the hosp likely due to excessive opiates. The pt was sent home on ciprofloxacin 400 mg IV for 21 does for a total of 3 wks via the hickman line placed on (B)(6) 2015. The pt was discharged in stable condition to continue hd.